Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, false pause episode was noted on the implantable cardiac monitor. It was suspected that postural changes caused the displacement of the device. The patient would continue to be monitored.